Event description:
Reportedly, a piece of the distal end of the trocar sleeve disengaged from the instrument. Fell into the pt cavity, and was retrieved. Procedure: lap chole. Pt status; no pt injury reported.